Manufacturer narrative:
The site reported a loose power port on the controller; therefore, a controller exchange was performed. There were no reported effects on the patient. Additional information was provided. It is unknown how the power port became loose. The patient denied use of excessive force connecting the device. Reportedly, the device was not dropped. The patient is asymptomatic and tolerated the controller exchange well. The issue resolved following the exchange. No further information was provided. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed functional testing but failed visual inspection. The power port 1 connector was slightly loose. However, this port performed proper mating and locks action when a power source was connected. Controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. The reported event was confirmed. The port port 1 connection was not completely secure. The device was related to the reported event. Visual inspection revealed that the controller failed to meet specifications as a long term secure power port connector. While the exact cause that provoked the loose connector could not be determined accurately, it is likely that this damage is the result of a loose bolt. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The site reported a loose power port on the controller; therefore, a controller exchange was performed. There were no reported effects on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.